Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a bladder stimulator implanted on the 19th (patient rep did not confirm which month) and caller was not sure if the bladder stimulator implanted was a manufacturer stimulator. Caller stated that the patient might have adjusted the bladder stimulator therapy through its programmer and right after that the patient started experiencing hallucinations and nausea as well as vomiting and it had gotten worse and worse to the point that the patient was admitted to a hospital. Caller stated that it happened so fast to the point that she was just fine then the next day the symptoms started showing.